Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had increasing thresholds. The lead was reprogrammed prior to being capped. The patient is enrolled in the post approval network (pan) clinical study.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.